Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that upon routine inspection it was found that the default rate setting on the external pulse generator could notbe changed from 80 paces per minute (ppm). It was further noted that the case was cracked. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that upon routine inspection it was found that the default rate setting on the external pulse generator could notbe changed from 80 paces per minute (ppm). It was further noted that the case was cracked. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the default rate setting could not be changed which was attributed to the encoder flex being out of specification, and that the upper and lower cases were broken. The encoder flex was replaced. Analysis also found the battery release, lead flex cover and battery flex were contaminated, that the two side bail covers and the battery drawer were broken, two case screws, one liquid crystal display (lcd) screw and the battery drawer o-ring were missing, the battery contacts were compressed, the ring was bent and the heart lead flex was out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.